Event description:
After the patient tripped, she had been feeling a surging or fading sensation when she turned the therapy on. It was also reported that she was not able to adjust stimulation; she had to "shake" her patient programmer at times to get it to work. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
See scanned page.